Event description:
It was reported guidewire bifurcation. No patient injury. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a broken stylet is confirmed and was determined to be use-related. One 5fr dual-lumen powerpicc catheter and one stiffening stylet were returned for evaluation. An initial visual observation revealed the presence of use residue on the sample. The core wire was observed to be broken, resulting in the coiled wire becoming stretched and unraveled proximal to the t-lock. Distal to the t-lock, the core wire was absent, and although the coiled wire remained intact, it lacked internal support due to the missing core wire. Additionally, the distal weld tip was observed to not be present. Microscopic observation revealed the tip of the broken core wire was slightly curved and the fracture surface was flat, but no obvious striations or tapering of the core wire were observed. The distal tip of the stylet was observed to be broken and deformed. The returned catheter was observed to be trimmed near the 42cm depth marking and the edges and surface of the trimmed area were irregular and uneven on one side. Striations were observed on the remaining side of the trimmed area. These findings suggest the catheter was likely trimmed while the stylet was present, leading to the separation of the core and coiled wires and subsequent stretching of the coiled wire proximal to the t-lock. This complaint will be recorded for future trending and monitoring purposes.